Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimation. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot and part numbers were not provided. It should be noted that the xience prime, everolimus eluting coronary stent system, instructions for use states: note the product use by (expiration) date specified on the package. The investigation determined the device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that xience prime stents may have been used past the expiration date. There were no reported adverse patient effects. No additional information was provided.